Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the problem was not reproduceable. The system was tested and verified as ready for use. This complaint is being reported based on the following conclusion: it was alleged that the system moved with unintuitive motion. Poor control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a davinci assisted surgical procedure, the surgeon experienced a drift on left master tool manipulator (mtml). Fse found no errors in the system logs and recommended to perform a system check and stop using the system after the surgery. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred on (B)(6)2023. After connecting the three davinci components, the system was started up with no error messages. The two control arms moved once briefly as usual and then the message came up: davinci is ready. According to the surgeon, he had his fingers in the control loops on both sides, the left arm suddenly made an independent movement to the left with an opened endowrist scissors. During the reflex attempt to counteract this, the arm moved even further to the left. The problem occurred only once. The reported issue did not persist.